Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/27/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ can you please confirm whether the two occasions mentioned is two separate patient events or same procedure? Different procedures. Apparently after the first instance a number of sutures were found to be faulty within the box. One nurse has told me that about 7 of the 15 left in the box were found to detach when a light pressure was applied. They tested each one before use. ¿ was there any adverse consequence associated with the patient? No ¿ it was mentioned a photo attached, please forward the image. Photo is of the box only, not the sutures in question. ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify needle detached from the suture the first time whilst in use, subsequent times when removed from packaging and tested. ¿ please confirm if the product is available for investigation? Yes, 2 of the needles that detached from the suture were kept and are available for return. Note, these have not been cleaned or sterilized and may be contaminated. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle that pertain to the product code mpvr4260h. During the visual inspection of the detached needle, the swage and attachment area was as expected. The barrel hole was examined under 20x magnification, and it was noted remnant of suture, resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? It was mentioned a photo attached, please provide this photo: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Event related to mw # 2210968-2023-00959. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Two sutures from the box were found to be faulty. The suture has come away from the needle. The surgeon remarking that he could see there was an issue with the swaged end on both occasions. No adverse patient consequences were reported. Additional information was requested.